Event description:
The recent download from a (B) (6) male pt revealed several "battery charger faults". Further review showed that these occurred on the same battery pack. Support contacted the pt and sent a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The battery pack would not charge when received. The cause of the battery not charging was due to a broken white wire. The white wire connects the cells to the board. The root cause of the broken wire is unk. The wire was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.